Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the left ventricular (lv) lead were suspected to exhibit a loss of capture. Technical services (ts) reviewed the electrogram (egm) and observed a large deflection on the lv channel. The patient was last seen in clinic on (B)(6) 2026, and the lv threshold was in range. Ts recommended bringing the patient into the clinic to confirm device function. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the left ventricular (lv) lead were suspected to exhibit a loss of capture. Technical services (ts) reviewed the electrogram (egm) and observed a large deflection on the lv channel. The patient was last seen in clinic on (B)(6) 2026, and the lv threshold was in range. Ts recommended bringing the patient into the clinic to confirm device function. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. It was determined capture was appropriate. There were small amplitudes records on the lv lead. This was consistent with the previous presenting, and no changes were made in the device.